Event description:
The device was used during aortic surgery. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Sealed units were received and tested in co's laboratory. The product met appropriate specifications.